Event description:
It was reported that pump experienced malfunction alarm with code malf 0, and no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump with assistance from technical support, malfunction did not recur after reset and was advised to continue using pump.